Manufacturer narrative:
Additional information: there were no problems/intervention required when removing the device from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): still image sent for analysis shows a spider device with heavy biologics. Deformation is visible to the basket structure. Conclusion the customer experience of the spider device being deformed can be confirmed from the image provided. The customer experience of the device being difficult to remove cannot be confirmed as no device has been returned to assess the functioning of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of an endovascular procedure, an abnormal appearance of the spiderfx device was observed during retrieval from the patient. The issue occurred during filter loading/filter advancement at the time of retrieving the device from the patient. The procedure was completed normally, and no patient symptoms or complications were reported; the patient was reported alive with no injury.